Event description:
A malfunction on the pump was reported by the caller, displaying malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. Technical support advised the customer to call back if the malfunction code reappeared.